Event description:
There was no patient involved in this event . The device alarm sounds all the time. There is no response when the power button is pressed. The lamp is off.

Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 20th november 2019. The DHR for pad-pak lot c0262 was reviewed, which showed the returned pad-pak was (B)(4) manufactured on the 4th december 2019, (B)(4)of which were released to omron on the 9th december 2019. Upon receipt, 5 out of the 6 cells of the returned pad-pak were found to be severely depleted. This had resulted in a low pad-pak voltage, the subsequent failure to power on the device and a faint failure chirp, as per the reported faults. The hdf-3500 device performed to specification throughout the investigation when fitted with a test pad-pak. The battery monitoring functionality and device current drain were verified, and no fault was identified on the unit that would cause a pad-pak to fail. The device was stressed at 50°c 95%rh for 5 days, with no fault found on the device or pad-pak after this testing. Information from the device memory indicates the device had performed to specification from installation on the 22nd march 2020 up to the 17th may 2020. The unit then performed no further self-tests prior to testing at omron, which would suggest the pad-pak had failed after this date. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be scrapped and replaced with a new hdf-3500.

Event description:
There was no patient involved in this event . The device alarm sounds all the time. There is no response when the power button is pressed. The lamp is off.